Manufacturer narrative:
(B)(4). This is report 3 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown, the sample was not requested. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). A batch review was performed for the potentially associated lot numbers (h10b05029, h10d30064, h10f01037, h10g26065, h10h31055, h10i30048), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous consumer report with supplemental information by a nurse of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer reported the following. In (B)(6) 2010, the patient experienced peritonitis. Upon a follow up call with the patient's nurse, the nurse stated that there was no record of diagnosis of peritonitis or pd effluent culture performed in (B)(6) 2010. On (B)(6) 2010, the patient experienced symptoms of peritonitis. The patient was treated with ip vancomycin (dose, frequency unreported), and was not hospitalized. The patient was recovering from the peritonitis. Dianeal therapy was ongoing. On (B)(6) 2011, the patient had a cloudy bag. This event was considered a recurrent/ relapsed peritonitis, which was treated with ip vancomycin (dose, frequency unreported). On (B)(6) 2011, the last dose of vancomycin was given. On (B)(6) 2011, pd therapy was withdrawn and the pd catheter was removed. On (B)(6) 2011, the patient started temporary hemodialysis (hd). The patient was recovering from the peritonitis. The nurse reported that the event of peritonitis with culture positive for bacillus was unrelated to dianeal therapy.